Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. The device reached rrt after less than one year implanted. Boston scientific engineering reviewed and provided the battery voltage is below the expectation for recorded amount of usage. The voltage drop over the past year has been steady. The cause of the battery depletion is unknown at this time. Ts suggested the icm device should be returned for analysis if explanted. Subsequently an explant procedure was scheduled. The device was explanted and replaced to continue monitoring. The device has been returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. The device reached rrt after less than one year implanted. Boston scientific engineering reviewed and provided the battery voltage is below the expectation for recorded amount of usage. The voltage drop over the past year has been steady. Ts suggested the icm device should be returned for analysis if explanted. Subsequently an explant procedure was scheduled. The device was explanted and replaced to continue monitoring. The device has been returned to boston scientific. No adverse patient effects were reported.